Event description:
While performing a surgical extraction of a molar, it was reported that the pt's lip was burned. The degree of burn was not noted. The doctor treated the burn with neosporin. Further contact with the doctor noted the pt's lip is healing properly.